Event description:
Related manufacturer reference number: 2017865-2024-71616. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing resulting in pacing inhibition. Both the rv and ra leads were explanted and replaced. The patient was in stable condition.